Event description:
As reported by the legal team, approximately four years post bilateral tka, the female patient had left knee revision due to left knee pain and swelling. Femoral component was loose. It completely de bonded from the cement mantle. After exposure this was extracted by hand without the need of any intervention. The tibial component had osteolysis underneath the medial tibia. However, it was not grossly loose. The patellar component was well fixed. No additional information available

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.